Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt experienced post-operative pain and a possible migration of the implant was noted in 2007. A re-positioning surgery was carried out on the following month. Subsequent testing gave rise to suspicion that some electrodes were extra-cochlear. This assumption was confirmed by imaging. Another re-positioning surgery was carried out the next month. During surgery, the surgeon noticed some possible damage to the electrode lead and decided to re-implant the patient with a back-up device.